Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Updated fields: h2, h11. Corrected fields: g4, b5, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not capture an image and displayed an e315 incompatible scope error. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope displayed error e315 (incompatible scope), and the image wasn't captured. The issue occurred during setup, before the patient was in the room. There were no reports of patient involvement.